Event description:
It was reported by service report that the bed lifts being stuck in an elevated positions due to motion controls were not functional. No pt involvement or adverse consequences are reported.